Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 480 mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include nausea, vomiting, fever and and a headache. The patient attempted to treat the bg levels at home by administering 7 units of insulin and then 4 units with an insulin pen. The bg levels did not stabilize and the patient went to the hospital. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was also prescribed panotile to help with the oral inflammation due to vomiting and dehydration. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The pod was discarded and the patient was discharged from the hospital after two days.